Manufacturer narrative:
Patient weight: unknown as information was asked but it was not provided. If explanted, give date: not applicable, as device remains implanted. Initial reporter name and address: telephone number: (B)(6). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor implanted the preloaded intraocular lens (iol) in the patient's right eye and realized there was a line of about 1 mm on the lens. Doctor decided to keep the iol inserted and follow up with the patient. There was no patient injury reported. No further information was provided.